Manufacturer narrative:
Device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found the lens haptics torn. Dimensional verification was performed and the lens was found to be in specification. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, -18.00 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting and suspensory ligament rupture. The lens was not exchanged for another lens.

Manufacturer narrative:
There was no patient injury during lens explant. The reporter indicated the patient had suffered ocular trauma, but didn't tell the surgeon before the surgery, so this may be the reason for the event. Patient's current bcva 20/200. Work order search: no similar complaint was reported for units within the same lot. (B)(4)

Manufacturer narrative:
(B)(4)